Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rejected new battery, insulin squirts out during priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer received no delivery alarm and polarization on pump screen affecting visibility and pump locked during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, prime/fill anomaly, rewind anomaly, missing segments/partial display or a33 alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for days. No unexpected power loss anomaly, unexpected low battery alarm, unexpected off no power alarm or display anomaly noted. Device uploaded properly using carelink. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).